Manufacturer narrative:
Batch review performed on 18 october 2018: lot 180053: (B)(4) items manufactured and released on 17 may 2018. Expiration date: 2023-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery, 17 days after primary, due to stem subsidence. The surgeon removed the stem and head and implanted another company's product.